Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: 1688 unit in a new operating room oob. Unit was turned on and the button osd was not removing from the screen. When they rebooted the ccu the image would never show up on the hub, but the hub would show uhd 4k as a good signal. Direct connect to the monitor would not show an image as well. Removing the ccu to a wall outlet would work and pass the image on. [Update - after not being able to resolve the issue after 20 minutes or so they converted to the very old competitive tower. The rep then worked in the background to with the camera box to wire it to the monitor. Full loss of image for 20 minutes. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is most likely an electrical component failure and it is difficult to predict the life time of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.